Event description:
Affiliate reported that during the procedure, an experienced neurosurgeon that has used the kit over 30 times, inserted the tuohy needle and obtained csf drainage, and inserted lumbar catheter. In positioning the catheter, the catheter perforated. He questioned whether or not there could be some silicone of the catheter in the patient's lumbar spine. No other information is available. Product was discarded.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation, this complaint will be re-opened and investigated. Based on this evaluation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device was discarded.